Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset instructions, confirmed that error did not appear again after reset, and was advised to wait 20 minutes before starting new sensor session, which customer acknowledged and followed.